Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic inspection of the instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: 1) if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. 2) if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, three units jammed and did not work at the clip jaw interface. It was reported that the device did not load properly leading it not being able to fire. A fourth device was used to complete the procedure. There was no patient injury.